Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed lead noise on the atrial lead. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information noted that the lead exhibited oversensing noise. No intervention was performed. The patient will continue to be monitored.